Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the pt underwent stenting of a restenosed competitor's drug eluting stent in the 1st ob mar graft with a xience v stent. In 2009, the xience v stent had restenosed and another xience v stent was implanted as treatment, overlapping the first. Six months later, the pt experienced angina and was hospitalized. In-stent restenosis was noted at the graft to om1 within both xience v stents placed previously within the vessel. This was treated with implantation of another company's stent within the middle of the overlapping stents. The pt was discharged the following day. There is no add'l info available.

Manufacturer narrative:
Restenosis, as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting. Additionally, restenosis and hospitalization are listed in the risk assessment as no-fault post-procedure complications. These pt effects are not necessarily an indication of a product quality deficiency. As there was no reported product malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality deficiency. The pt was treated with another stent for the restenosis and hospitalized. The other xience v is being reported under the same MFR report number.